Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the lead was unable to be positioned. The helix screw was difficult to extend and retract. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.